Manufacturer narrative:
Serial number not provided.

Event description:
It was reported to philips that the device had an electrode failure and warning alarm. There was no reported patient involvement.